Event description:
The account reported that the bed exit is not able to set. No pt injury reported.

Manufacturer narrative:
The tech found the bed had not been zeroed before trying to set the bed exit alarm, user error. The tech zeroed the bed to resolve the issue.